Event description:
During a clinic follow-up, an error message was noted on the device causing the transmission to be unable to process. Abbott technical support was contacted and the event was resolved by reprogramming the device. The patient was stable.